Event description:
The implant surgeon reports that the pt experienced an upper respiratory tract infection followed by acute suppurative otitis media (asom) and a pin hole perforation of the tympanic membrane through which discharge was observed. The pt was treated with antibiotics (type unk). Advanced bionics is in the process of gathering more info, once more info becomes available, a supplemental report will be submitted.